Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized for chest pain and atrial fibrillation. The patient reported that they had to end therapy due to an emergency. During follow up the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for chest pain, and atrial fibrillation. The pdrn stated that the patient was diagnosed with pneumonia. The discharge summary indicated that the patient was treated with antibiotics for seven days due to a possible infection. The patient developed epistaxis, which stopped on its own. The patient was treated with augmetin for pneumonia. The patient was discharged three days later and continued pd therapy with no further issue. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.